Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the left ventricular (lv) lead exhibited damage. The lv lead was not used and replaced during the procedure. The patient was in stable condition.

Manufacturer narrative:
The reported event of ¿the stylet got protruded into the lead in the distal part of the lead, the lead got damaged at the distal part¿ was confirmed. A complete lead was returned in one piece for analysis. Visual inspection of the lead found the inner coil was damaged/kinked and stretched at the distal region of the lead and ptfe coating from the stylet was noted at that location. The cause of the reported event was consistent with procedural damage.